Manufacturer narrative:
On 7/12/2019, the mentor failure analysis lab has received the device for evaluation. On 7/31/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was appeared intact. Leak testing was performed and it revealed a tear in the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for implant explanation on (B)(6) 2019. Mentor also became aware that the procedure that the patient had for the suspect medical device was primary breast augmentation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: 325 cc mentor smooth round moderate profile saline, catalog: 3501650, lot: 5547267, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old asian female patient who underwent an unspecified breast implantation procedure with two 325 cc mentor smooth round moderate profile saline breast prostheses, while taking a shower noticed that their left breast was soft and smaller than the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.